Event description:
It was reported that this patient was referred for a prophylactic generator replacement. The surgery ended up being a full revision surgery due to high impedance. The generator has been received by the manufacturer and analysis is underway but has not been completed to date. The lead was discarded after surgery. No other relevant information has been received to date.

Event description:
The generator underwent product analysis and various electrical loads were attached to the pulse generator resulting in accurate resistance measurements in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. No additional performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.